Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a left heart diagnostic procedure, a guide wire punctured a guide catheter. The expo guide catheter was advanced "up through the aorta" and another manufacturer's guide wire was advanced in an attempt to direct the expo catheter from the aortic arch to the subclavian artery, to "cannulate the left interior mammary artery (lima)." As the guide wire was advanced, the tip of the guide wire punctured the side wall of the expo catheter at the tip of the catheter. The catheter and guide wire were removed from the patient. The procedure was completed with another of the same catheter and guide wire. No patient injuries or complications were reported. The patient condition is reported as "ok."